Event description:
It was reported that during the procedure, after performing pre-dilatation, a 3.0x15 xience v rx stent delivery system was advanced toward a heavily calcified, concentric, 99% stenosed, de novo lesion in the mildly tortuous proximal circumflex coronary artery, but was unable to cross the lesion. Upon removal of the xience, resistance was felt, and a kink was noted on the distal tip. The procedure was completed using another 3.0x15 xience v. There were no patient effects and no clinically significant delay in the procedure occurred. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.